Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this mitral annuloplasty ring was implanted and explanted during the same procedure. The device was replaced with another mitral annuloplasty band for unknown reasons. No additional adverse patient effects were reported.